Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated and it was not possible to connect to the device. A reset was performed several times, which did not resolve the event. The device was detected by the pacing system analyzer (psa) after the first reset; however, it then lost telemetry again. The patient is considered high-risk by the health care professional (hcp); therefore, it was decided to explant and replace the device. No additional adverse patient effects were reported. The device is expected to be returned for analysis.